Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture/corrosion behind the display. The reporter denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: investigation revealed moisture under the display lens. Leak testing revealed a case seal leak. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the ok keypad button was unresponsive; there was moisture damage to the printed circuit board; the display was discolored. (B)(4).